Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, 11 months due to valve degeneration leading to severe aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter valve. Post valve deployment, final supra-aortic angiogram revealed no significant paravalvular leak. The patient remained hemodynamically stable throughout and had no immediate complications. The patient was transferred to the recovery suite in hemodynamically stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Corrected data: updated device manufacture date.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.